Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or serious injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected, and visible foam particles were observed. There were secondary findings of error codes - reboot error for cpu and reboot error for motor connection, blower box and circuit board.